Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 3 years, 8 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient had not had any recent clinical issues. The patient was found deceased early in the morning on (B)(6) 2016 by a friend. The vad coordinator had spoken to the coroner at 11:30 am that morning and the coroner confirmed that the patient had been "dead for hours". It was reported that the patient had a history of substance abuse, and had arrived to a friend's house the previous evening and appeared to be intoxicated. The patient did not feel well and lied down to rest. The friend found the patient in the morning with the system controller alarming, and the patient expired. The coroner toggled through the system controller log and for the last 5 alarms stated that there had been a driveline disconnect alarm at midnight. The vad coordinator reported not observing that alarm when reviewing the system controller event history; however, the coordinator did observe a power cable disconnect alarm. The cause of death was unknown. Drug abuse is suspected, but not confirmed. No vad related concerns were suspected by the vad coordinator. Implantable cardioverter defibrillator (ICD) interrogation noted no dysrhythmias at the suspected time of death. An autopsy is pending. No additional information has been provided.

Manufacturer narrative:
The report of depleted batteries and low flow alarms was confirmed based on the information recorded in the submitted system controller log file. The log file data contained approximately 3 days of data, spanning from (B)(6) 2016, and captured multiple low flow hazard alarms. A specific cause for the low flow alarms could not be determined. The log file also captured 2 transient motor stop events where low battery advisory, low battery hazard, and no external power alarms were active and the emergency backup battery supported the device until they became depleted and the pump stopped. The submitted system controller log file did not capture the reported power cable disconnect alarm or driveline disconnect alarm. A specific cause for the patient¿s expiration and a correlation two the device could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was cremated without retrieval of the device by the funeral director.

Manufacturer narrative:
Upon review of the complaint file for closure, it was noted that information was inadvertently omitted from the medwatch follow up report #1.

Event description:
Additional information: the following autopsy summary was provided on the forensic pathology coroner's report: as per the scientific method, a forensic analysis including traumatic disease, and toxicology causation analysis was performed. Toxicology found fentanyl, clonazepam, cocaine and morphine. After autopsy and forensic causation analysis, the cause of death was multiple drug toxicity. The manner of death was accidental.